Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the returned piece is the midsection of the balloon catheter. The returned piece measures approximately 91.7cm from the inflation lumen to the separated balloon. The guidewire lumen is separated approximately 48.7cm from the exit notch and appears to be stretched. There are multiple kinks to the guidewire lumen. Microscopic examination revealed no additional damages. The missing parts are the hub, proximal section of the inflation lumen, distal end of the balloon, distal end of the guidewire lumen, tip, and markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.